Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: due to damage on bending tube, upward and downward angulation knob does not move smoothly, control section had foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward and downward angulation knob is out of the standard value, adhesive on bending section cover or distal sheath had a chip and a crack, due to damage on flexibility adjustment ring, flexibility adjustment function did not work, paint on suction and air-water cylinder was peeled, switch 1 had a cut, switch 4 had a wear, adhesives around objective lens and light guide  lens had a white-clouded area, plastic distal end cover and connecting tube had a scratch, suction connector was deformed and had discoloration, protector of universal cord on suction connector side had a scratch, universal cord had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope's angulation works, but the angulation control knob feels too stiff. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.